Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The pump remained in use supporting the patient at that time. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that on (B)(6), the patient was admitted for gastrointestinal (gi) bleeding and hemoglobin of 3.7 g/dl. They were also experiencing melena. An esophagogastroduodenoscopy was performed and was negative. A colonoscopy was also performed and 3 clips in the distal duodenum were placed, and there are no active bleeders. The oral plavix (75mg daily) was stopped at that time. On (B)(6), the patient was discharged. On (B)(6), the patient had a follow-up clinic visit and is doing well. Complete blood counts are being checked weekly.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.